Event description:
It was reported that during an unk procedure, the device had a leakage issue. There was reported pt consequence.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.